Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the implantable cardioverter defibrillator was oversensing myopotentials. Programming changes were completed. The patient was stable.